Manufacturer narrative:
The event occurred in (B)(6) this medwatch is for the aviva system. Reference medwatch with patient identifier (B)(6) for the mobile system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 527 mg/dl (mobile system) and 188 mg/dl (aviva system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.